Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. It was also reported that the touchscreen was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator had a touchscreen that was not responding. The customer reported that the touchscreen calibration had passed, but the display screen touch was intermittent. The rse advised the customer to replace the touchscreen. A part number for a replacement touchscreen was provided. Investigation ongoing / resolution pending.